Manufacturer narrative:
The manufacturer previously reported that a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the initial testing of the device at the manufacturer an "internal battery" error was observed. Additional testing and evaluation of the device was completed. The "internal battery" error was confirmed. The internal battery was replaced to address the reported issue. The device passed all further testing following the internal battery replacement.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the initial testing of the device at the manufacturer an "internal battery" error was observed. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.